Event description:
A ventilator was returned to the manufacturer due to an allegation the ventilator was shutting off.  The device was not in patient use. During the evaluation at the manufacturer's service center, ventilator inoperative codes were observed in the event log.  Information reviewed indicates the device's blower motor was replaced by a third party service center prior to receipt.  The device's system board was also replaced to address this issue.